Manufacturer narrative:
Batch review performed on 26 july 2017. Lot 156095: (B)(4) items manufactured and released on 29 february 2016. Expiration date: 2021-02-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain and instability 1 year after primary. The surgeon swapped the poly from a size 4 10mm to a size 4 12mm. The surgery was completed successfully.